Event description:
It was reported that during use of the zimmer air dermatome, the blade popped off of the device and gouged the patient. It was reported that the device was disconnected and the surgeon sutured the gouge on the patient. An alternate device was retrieved to complete the procedure without further incident. The surgical time was extended by approximately 30-45 minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.